Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device experienced a pads failure during operational testing. Per the customer, the measured discharge from the pads showed an output of 129j from a set input of 150j. One therapy pca was returned for failure analysis. The reported problem was duplicated in failure analysis tests. J14 was missing. After installation of a new j14 pin connector the pca passed all the tests. (Updated)

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a pads failure during operational testing. Per the customer, the measured discharge from the pads showed an output of 129j from a set input of 150j. There was no patient involvement.